Event description:
Ous MDR - it was reported that about 25 months after implant, an upgrade of this device to a crt-d was planned. During the surgical preparation the ICD could not be interrogated. During surgery abnormalities in the insulation layer of the right ventricular lead was observed radiographically. The lead was capped and left in the patient. This device was explanted and returned for analysis. The patient's heart rate had dropped to 30bpm.

Manufacturer narrative:
The returned ICD was visually inspected upon receipt, and no abnormalities were found. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The manufacturing process of this device was reviewed. The production documents showed no abnormalities. All manufacturing steps had been carried out correctly. A performed final standard electrical test documented proper device behavior. In the next step, the ICD was opened, and the internal structure was examined. In the process, damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability the result of a shock delivery into an external low-ohmic shock path. As a consequence of the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler's syndrome, the subclavian crush syndrome, or other damages to the lead insulation that result in a low-ohmic contact of the high-voltage conductors with each other or with the housing of the ICD. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. An electrical fuse was triggered, resulting in the separation of the electrical module from the battery and, subsequently, to the clinical observation. This is not a device malfunction.